Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling cartridges. The customer's blood glucose (bg) level was 281 mg/dl and the bg level was addressed with a bolus via the pump. A new cartridge was successfully loaded and insulin delivery was resumed.